Event description:
It was reported that the patient experienced hemoptysis during a cardiomems sensor implant procedure that took place on (B)(6) 2024. The hemoptysis resolved on its own without the need for intervention. The device was successfully implanted.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.